Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sigmoid procedure on (B)(6) 2018 and suture was used. The needle broke a quarter of the way down the swage during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken needle and suture could be observed. However, no conclusion could be reached as to the origin of the broken needle as the sample was not returned for analysis.